Event description:
The left front caster allegedly broke, causing the consumer to fall, resulting in a heal avulsion and contusions.

Manufacturer narrative:
Consumer reportedly was transferred by two cnas, when the left front caster allegedly broke. The serial number provided does not match an invacare serial number, so the age of device and maintenance history is unk. Current user guide covers proper transfer methods and maintenance. Product has not been returned for evaluation at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged injury.